Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bradycardia as low as the thirties. It was further reported that the right ventricular (rv) his-bundle lead exhibited chronically low r waves and the ipg exhibited pacing below the lower rate. The rv lead and ipg remain in use. No patient complications have been reported as a result of this event.